Event description:
A patient needed a hot pack for an IV start and when the rn went to activate it by squeezing it, it exploded. There was no injury to the patient or the team member, though it did get on the team member's skin. We ended up having several of lot number v2p178 burst when they were activated, so all hot packs with this lot number were pulled from use.